Manufacturer narrative:
Should have been checked for company representative.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that at post procedure check the right ventricular lead had dislodged and was in the right atrium. The lead did not exhibited any electrical issues. The lead was repositioned successfully. The patient did not experience any adverse consequence and was comfortable and stable before during and after the procedure.

Manufacturer narrative:
Source report: should have been company representative rather than event date.